Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent temperature alarms occurred; pump was not exposed to any extreme temperatures at the time of the alarms. Customer's blood glucose was 123 mg/dl. Customer reverted to using manual injections for insulin therapy.